Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leaked at septum when in use, there was blood leakage at the isolation plug. No claim is required, no complaint response letter is required, and no complaint acceptance letter is required. Replacement is required. The defective product cannot be returned, and photos are provided.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective samples. The photos showed a small amount of blood oozing from the end of the septum. 2. DHR/bhr review lot#4099701. 1the products of this batch were assembled at intima ii auto line 2 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs; 2the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3the leakage test results of 160pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4no unqualified, deviation or rework activities in the production process; 5the septum assembly equipment without abnormal maintenance. 3. 2pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septa. Please refer to the attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the returned photos showed a small amount of blood oozing from the end of the septum, and the root cause of this defect could not be determined because there were no abnormalities in the production process and retained samples, no similar complaints have been received from other hospitals regarding this batch of products, and no defective samples were received for further testing. The plant will continue to track and trend the issue.